Event description:
Discordant results were obtained for bun on one sample and the results were reported to the physician. The sample was repeated at the physician's request. Pt treatment was not prescribed or altered. There was no report of adverse health consequence due to the discordant bun result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant result was due to an unaligned reagent probe 2. The instrument has been repaired. The instrument is performing within specifications. No further eval of the device is required.